Event description:
The port for chemotherapy was not working properly so the pt was referred for a dye study. During this exam it was determined that the catheter had fractured and migrated to the ventricle of the heart.